Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear the alarm. The user's blood glucose level was 271 mg/dl. The user addressed bg level with a manual injection. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.